Event description:
The pt had pain and developed a joint infection after the primary surgery. The entire set of five implants were explanted. At the time of the complaint the pt had a cement spacer in the joint.

Manufacturer narrative:
Mfg records and quality documents were reviewed. The mfg and quality document review confirmed that all femoral stems released to the field of lot number 080531 (B)(4) conform to the specification valid at the time of manufacture. The sterilization cycle for lot number 080531 was performed according to the specification valid at the time of production. Four other cases of infection were reported in the same hospital. Medacta international used two external surgeons to investigate the potential correlation between the infections observed and the medial device implanted. Both surgeons believe the infection was probably not device related. It may be related to suture wiring procedure or draping procedure. If there is new info learned about the incident or its cause, a follow up report will be submitted. Infection is a known risk of total hip arthroplasty and is listed in the device labeling.